Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, on the stent implant and balloon. There was contrast in the inflation lumen and in the balloon. This is consistent with preparation, handling, and suggests the sds was at least partially advanced over the guide wire. The stent implant was not dislodged as reported as the stent was stationary on the tightly folded balloon between the markers with no damage noted. The guide wire used during the procedure was not returned. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A mandrel was used to measure the inner diameter of the guide wire lumen past the proximal seal and of the inner diameter of the guide wire exit notch, which met manufacturing criteria. A new guide wire was back loaded through the sds with some resistance noted. After the guide wire lumen was flushed with warm water, the new guide wire was back loaded through the sds with no resistance noted. It is likely that the coagulation of blood in the guide wire lumen contributed to the reported resistance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported stent dislodgement was unable to be confirmed and the reported difficulties experienced with the guide wire appear to be related to the operational context of the procedure. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all stent delivery systems are visually inspected online for damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. 2.5 x 8 mm voyager, unspecified non-abbott balloon; guide wire: bmw; 0.14 galeo; inflation: medtronic; guide cath: ebu 6f. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during a procedure of the proximal circumflex artery, after pre-dilatation with a non-abbott 0.014 guide wire and balloon, the 3.0 x 23 mm xience v stent delivery system (sds) was backloaded and advanced on the guide wire but became 'stuck' on the proximal guide wire outside the anatomy. The sds could not be advanced or removed from the guide wire. During manipulation attempts to remove the sds from the guide wire, the stent implant dislodged off the balloon onto the proximal shaft. Approximately 10 cm of proximal guide wire was intentionally cut distal to the stuck sds tip. The sds, cut guide wire segment, and stent implant were removed without issue. The remaining guide wire was used in the procedure and a 3 x 28 mm xience v stent was used without issue. Though requested, there was no additional information provided.